Event description:
A report was received that the patient had an ulcer removed at the site of the thoracic level where the paddle was placed. It was also reported that the cause of the ulcer was unknown but the device can be ruled out. The patients incision was healing well without infection.